Manufacturer narrative:
A specific root cause was not identified. Discrepant high results for the assay involved in this case are typically caused by carryover or reagent beads capturing issues. An instrument related root cause is unlikely since the issue is limited to ft4 ii on one measuring cell. No instrument issues were identified by the fse. No issues were identified during a review of the customer's pre-analytical conditions.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for elecsys ft4 ii assay (ft4 ii) on cobas 8000 e 602 module. The erroneous results were not reported outside of the laboratory. Patient 1 initial ft4 ii result was 52.79 pmol/l. The repeat result was 20.93 pmol/l. On (B)(6) 2017 patient 2 initial ft4 ii result was 49.90 pmol/l. The repeat result was 17.77 pmol/l. There was no allegation that an adverse event occurred. The ft4 ii reagent lot number was 27034100. The expiration date was not provided. The customer runs ft4 ii on measuring cell 2 of the instrument. The customer stated they haven¿t had any issues with qc on the ft4 ii assay or with any other assays run on the e602 module. The field service engineer (fse) visited the customer site on (B)(6) 2017 and cleaned all the tubes for the pre-wash station. Instrument performance testing results were ok. Precision testing results looked good on both measuring cells of the instrument. Qc results were acceptable. The customer hasn't had any other discrepant results since the service visit.